Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. No crack was found near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump has cracks near the battery compartment and around the display window. The display has many scratches and is worn. Customer's blood glucose was unknown. Nothing further reported.